Event description:
The customer reported the ortho provue analyzer interpreted a positive reaction as negative during dat testing using mts anti-igg-c3d card lot# 050207005-04. The reactions in the affected microtubes were visually confirmed to be 1+. The customer performed add'l testing using mts anti-igg card (lot # not provided) and also in tube method using anti-c3d tube reagent and obtained negative results. Info was not provided whether testing with the mts anti-igg card was performed in manual gel or on the provue. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive cause was determined. This customer has not logged any complaints against this analyzer since this incident. Add'l investigation is being performed on the gel card since the card could not be ruled out as a contributing factor.